Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular lead was unable to be successfully implanted as it showed high pacing impedance out-of-range of over 3000 ohms on all vectors upon the implant procedure. After several troubleshooting, the issue remained. This lead was then replaced and it is expected to be returned for analysis. No adverse patient effects were reported.